Manufacturer narrative:
Investigation summary: one sample unit was provided for evaluation by our quality engineer team. Upon examination of the sample, black spots were observed on the safety sleeve surface. The black spots could not be removed. These spots correspond to burnt material. A device history record review did not reveal any issues during the production of the provided lot number that could have contributed to the reported/observed issue. Regular inspections are performed during the manufacturing process to ensure product meets specifications. It is possible that the product was burned during the molding process. Due to the low occurrence of this defect, corrective action has not been determined necessary at this time. Investigation conclusion: no qn¿s or other issues were found during DHR review. The material can get burnt during the molding process. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that before use of the bd phaseal¿ injector luer lock n35j, there were black spots of foreign material on the blue part of the injector. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd phaseal¿ injector luer lock n35j, there were black spots of foreign material on the blue part of the injector. There was no report of exposure, injury, or medical intervention noted.